Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained in activated position and would not turn off. Staff unplugged the device and when it was connected to the generator again, it was still activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained in activated position and would not turn off. Staff unplugged the device and when it was connected to the generator again, it was still activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.